Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a device manufacturer representative indicating the pump had been stopped by the doctor because the patient felt that they were not getting adequate relief. The patient was seeing another doctor to have the pump removed. The doctor wanted to have the pump checked before the surgery. However, they were able to restart the pump without any issues and gave the patient a bolus. The patient followed up later and noted that she had felt the bolus, so they scheduled the patient for a follow up appointment. At that appointment they removed the old drug. The representative had not heard anything regarding a catheter issue and it was not the cause of the pump being turned off. No further information was provided. If additional information was received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc , serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving intrathecal morphine (concentration 10mg/ml; dose 0.5mg/day; lot unknown) via an implantable infusion pump. Indication for use was non-malignant pain. On (B)(6) 2015 it was reported that the hcp had inherited the patient and was considering doing a prialt trial. The hcp had just discovered that the pump had been stopped for 1092 hours. The hcp elected to turn the pump off at this time. The representative was to discuss with the hcp how he wanted to proceed and whether or not the pump would be filled with medication. On (B)(6) 2015 it was reported that the pump was delivering morphine, thus indicating that the pump was filled with medication. The hcp wanted to change the medication and flush the old drug out of the system. However, the hcp could not aspirate the catheter. The hcp decided to stop the pump and manage the patient with oral medications. On (B)(6) 2016 it was reported that the hcp performed a dye study and it was discovered that the catheter was "not in the right place." It was indicated that magnetic resonance imaging (MRI) was to be performed. There had been no patient symptoms. Additional information was requested regarding the reason/cause of the initial pump stop, actions/interventions taken, and event outcome. A supplemental report will be submitted if additional information is received.